Manufacturer narrative:
The correct g.3, date of the initial MDR report submitted is 27-sep-2021. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. 2 other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following cataract extraction with intraocular lens (iol) implant procedure, the patient had struggled with vision, dry eye, ghosting vision, eye were tired and drained, trouble in dim light, blurry vision and posterior capsular opacification (pco). The patient was placed with ducts for dry eyes and received treatment with medications. Additional information has been requested; however, further information has not been received.